Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an internal brace lateral collateral ligament stabilization the arthrex device ar-1678-cp was used. The screw of the anchor was welded to the attachment of the anchor. It could not be loosened anymore and it was difficult to remove it from the bone. This caused the patient's bone to be injured. The surgery was completed with a new device of the same part number. It was not necessary to change the surgical technique or do a second surgery. Update 20-feb-2019: a small piece of the talar neck chipped off. It was possible for the surgeon to remove the defective device and to insert a new device of the same part number into the prepared whole. According to the customer the screw could not be detached from the rod. The screw was welded with the anchor and therefore the entire anchor system had to be broken out of the bone. There are no consequential damages for the patient.

Event description:
It was reported that during a internal brace lateral collateral ligament stabilization the arthrex device ar-1678-cp was used. The screw of the anchor was welded to the attachment of the anchor. So it could not be loosened anymore and it was difficult to remove it from the bone. This caused that the patients bone got injured. The surgery was completed with a new device of the same part number. It was not neccessary to change the surgical technique or do a second surgery. Update 20-feb-2019: a small piece of the talar neck chipped of. It was possible for the surgeon to remove the defective device and to insert a new device of the same part number into the prepared whole. According to the customer the screw could not be detached from the rod. The screw was welded with the anchor and therefore the entire anchor system had to be broken out of the bone. There are no consequential damages for the patient. Update 22-feb-2019: the surgeon removed the stay suture from the driver while pulling it back.

Manufacturer narrative:
The complaint cannot be confirmed as the actual device from the event was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. Event description contains the following additional information : update 22-feb-2019: the surgeon removed the stay suture from the driver while pulling it back.